Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment and battery cap not able to be tightened. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/19/2017 with the following findings: the power issue could not be duplicated during investigation. Review of the pump¿s black box revealed multiple rebooting events. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump; no power issues were experienced. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump's internal components.